Event description:
It was reported by a competitor that the right atrial lead was explanted and replaced. Follow-up with the physician revealed that the lead was not capturing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).